Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that it is time for device replacement triggered falsely. Elective replacement indicator (eri) had triggered on (B)(6) 2017. Suspect was a false eri due to measurement system lock-up which was cleared by programmer with updated software. Current battery status of ok with estimated remaining longevity of 4.5 years.

Event description:
It was reported that during the scheduled implantable pulse generator (ipg) follow up in (B)(6) 2017 the device indicated elective replacement indicator (eri) and mode switch occurred. The ipg was scheduled for replacement and remained in use. During the ipg revision procedure, the physician alleged a device power on reset (por) had occurred. The device settings were re-programmed to initial parameters, and remains in use. No patient complications have been reported as a result of this event.